Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a hypotube break 128cm proximal from the distal tip. The hypotube, manifold and strain relief section proximal of this break site was not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12-apr-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 28x2.50 target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. No patient serious injury nor complications were reported. However, returned device analysis revealed hypotube detached/separated.